Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the atrial lead had p-wave amplitude variation and the helix was stretched and exhibited helix rotation issues. The patient presented in clinic on (B)(6) 2021 where the lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.